Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The customer's doctor stated that the customer has been using the same area for his infusion sites for two years. The customer's mother declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.